Event description:
On 12/26/2008, the patient reported that she has had issues with the past few boxes of infusion sets breaking at the luer connection and insulin leaks from the tip of the insulin cartridge onto the adapter. The luer lock stays connected to the infusion device while the infusion tubing remains attached to her body. She stated that on one occasion the infusion device fell and the infusion tubing completely tore and on another occasion she placed the infusion device on her bed as she walked around, and the infusion tubing separated. She stated that she can smell insulin when she removes th insulin cartridge, but she has not noticed any insulin pooled inside the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.